Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) went into cardiac arrest and was admitted to intensive care with loss of consciousness. Interrogation of the crt-d showed undersensing within a ventricular fibrillation (vf) rhythm. Additionally, it was noted that anti-tachycardia pacing (atp) was delivered which did not convert the vf, however a 41 joule shock was then delivered to successfully convert the rhythm.

Manufacturer narrative:
As the patient was reported with loss of conciousness the patient's physician decided to wait on making any programming changes. This crt-d remains in service. Should additional information become available this report will be updated.